Manufacturer narrative:
Patient ID and weight were requested from the authors, but not provided. Page 6 of the article states, "because of the complications associated with edema, we have generally stopped offering this procedure to patients who require high preoperative steroid doses for symptom relief. In addition, we have become more aggressive with surveillance and often treat before the development of symptomatic edema to prevent its occurrence postoperatively." The article also states, "the degree of ablation, composition of surrounding structures, and location of ablation all may likely predict potential for significant edema and/or neurological deficits. These factors would need to be studied in more detail, and we hope that our study can trigger future studies." No malfunction of the device is alleged. Therefore no device evaluation will be performed. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's visualase system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Event description:
Per attached journal article, intracranial mr-guided laser-induced thermal therapy: single-center experience with the visualase thermal therapy system by patel p., patel n.v., danish s.f., "in patients with recurrent metastasis radiation necrosis, edema was reduced with time; however, in 1 patient, edema increased, and we have listed it as a complication. We suspect that this example in which edema increased was likely a result of incomplete ablation and residual lesion."

Manufacturer narrative:
Patient age and gender inadvertently left off of initial MDR.